Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the event occurred due to the following; stress applied to the bending section (kink, breakage, ect.) Of the charge-coupled device (ccd) cable, or the ccd unit and/or scope connector circuit board was damaged from water that had invaded the device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Upon further evaluation, service found a leak due to a perforation in the rubber cover at the bending section, and the rubber adhesive was chipped and had residue. The bending section had a dent and excessive frayed wires. All switches were working. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported there was no clear image with the subject device. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service found the screen was black and no image was displayed. This report is being submitted for the black screen/no image found by service during the device evaluation.